Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) investigation summary: the complaint device was received and evaluated. Visual observation reveals that the lower pusher rod on the applier was found bent at the distal tip which makes it difficult to deploy the implant in the needle. When tested for its functionality, both the grey and red triggers functions as intended. This complaint can be confirmed. The root cause for this failure would typical be application of an excess load to the needle when the lower push rod is at deployed condition. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints of any kind for this lot of devices that were released to distribution. At this point in time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported by the affiliate (B)(6) that the first needle could be placed without problems with both applicators. After loading the second peek patch, the mechanics of the applicator jammed so that placement of the second patch was not possible. After placement of the first meniscus seam, the silicone sleeve of the needle body was released when the needle was removed from the joint gap. The silicone sleeve could be removed from the joint gap under sight. There was a delay of 5 minutes. It was further reported that there were four needles and two deployment guns that were reported for this complaint. It was reported that all four needles did not fail to deploy their second implant. It was reported that the silicone sleeve came off the needle after the first implant deployed successfully with the first gun. It was reported that the 12° size needle was used. It was reported that once the gun jammed, the silicon sleeve was removed from that patient. It was reported the surgeon removed the first implant. It was reported that the first implants were not left in the patient. It was reported that the implant was removed by cutting the suture and did not damage the meniscus tissue. It was reported that after the first implant deployed successfully with the second gun, the 27° size needle was used. It was reported that the procedure was completed with a competitive product and not with same like product there was a delay of five minutes. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.